Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the scope connector case had foreign objects, there were deposits on the light guide lens surface, and the light guide lens had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chip on the light guide lens, it is likely stress led to component failure. Regarding the foreign objects and deposits, a probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.